Event description:
The patient had a spinal cord stimulator implanted in 1999. It stopped working in 2000 due to a malfunction. The paient underwent additional surgery in order to remove the device. Corrosion and shredding of the electrodes was found during the surgical procedure.